Manufacturer narrative:
The customer reported a negative result of less than 1.20 miu/ml for one patient when tested with architect total b-hcg, list number 7k78-25, lot number 73020ui00. A review of tickets did not identify an increase in complaints related to falsely elevated results and no trends for the reported issue for lot 73020ui00. Return testing was not completed as returns were not available. Historical performance of architect total b-hcg assay was evaluated using world wide data from abbott link. The patient median result for the lot was analyzed and found to be performing in line with other reagent lots in the field and confirms acceptable performance. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of labeling was found to adequately address the issue. Per the information within the complaint record, there was the possibility of use error as the customer suspects a sample/patient identification error occurred at the extraction center. Based on the investigation no product deficiency was identified for architect total b-hcg, list number 7k78-25, lot number 73020ui00.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false negative architect bhcg results on one patient. The results provided were: (B)(6) 2017, sid (B)(6): initial result = 121 miu/ml /repeated on (B)(6) 2017 = 121 miu/ml; a few days later, a second sample from the same patient was tested generating a result less than the linearity (1.20miu/ml) of the assay. There was no reported impact to patient management. There was no additional patient information provided.